Event description:
The PICC was placed in 2002, four days later patient had phlebitis. The PICC was removed, the patient insisted on having another PICC placed, no patient injury. No other information provided.